Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was delaminating, consistent with a loss of or failure to bond in the display component, and the device became nonfunctional with resulting trouble using the device; the user synced data prior to shutdown and will return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the bonded display assembly, aligning with a failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.